Event description:
It was reported that during a clinic visit, technical services (ts) was contacted for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of left ventricular (lv) loss of capture (loc) during a pacemaker mediated tachycardia (pmt) episode and possible therapy induced arrythmia. Ts reviewed the pmt episode and was unable to determine lv capture. Ts also reviewed a tachy episode that occurred shortly after the pmt. It was noted that shortly after the pmt algorithm breaks the pmt, the patient pacing drops to the lower rate limit of 60 pace per min which led to a short run of ventricular tachycardia (vt) which led to device to appropriately deliver a shock that converted the arrythmia successfully. Ts provided programming optimization recommendations. At this time, no additional adverse patient effects were reported. It is believed the lv lead is working fine and the clinician plans to continue with monitoring. This crt-d and lv lead remain in service.